Manufacturer narrative:
On april 29, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2.0 instrument serial number (B)(4); no instrument problems were noted. The immucor internal report record number for this report is (B)(4).

Event description:
On april 29, 2019 a customer reported an unexpected negative antibody screen result while using capture-r ready-screen (3) on the galileo echo v2.0 instrument.